Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens implant procedure, the patient felt their vision was initially ok, but became blurry. The lens was implanted at a 51 degree axis, but was at the 45 degree axis on day one and three weeks later was at 43 degrees. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in e.1. The manufacturer internal reference number is: (B)(4).